Event description:
The customer obtained a single non-reproducible falsely elevated vitros ckmb result (patient sample result=3.49 ng/ml) from a single patient sample processed on the vitros 5600 system. The sample was retested per customer policy prior to reporting. The retest result (patient sample repeat result= 0.52 ng/ml) was reported. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The falsely elevated patient result was not reported from the laboratory. There was no allegation of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation confirmed that a non-reproducible, higher than expected vitros ckmb patient result was obtained while using the vitros 5600 system. There is no indication that an instrument or reagent issue contributed to the event based on the investigation. The investigation determined that this customer may not have processed samples in accordance with the tube manufacturer's recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. The investigation could not determine a definitive root cause.